Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided.

Event description:
It was reported that the patient experienced a syncopal event and was hospitalized. When this implantable cardioverter defibrillator (ICD) was attempted to be interrogated no connection could be made. Technical services (ts) reviewed the device data from latitude, however, it was noted that the device was not found since (B)(6) 2021. Multiple programmers were used to try to interrogate the device without success and magnet application did not result in any device response such as an audible beeping. Device replacement was recommended as there is no information if therapy is available. The ICD was successfully explanted and replaced. The patient was discharged and there were no additional adverse patient effects. The product is expected to be returned for analysis. The device was returned for analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis, should pertinent information be provided. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. External visual inspection of the device revealed no anomalies. The device case was then opened to facilitate analysis of the internal components. The battery was separated from the other device electronics and the overall current draw of the circuitry was measured. Collectively, the pattern of irregular daily battery voltage measurements in conjunction with normal power levels and device hybrid current draw is consistent with behavior of devices where a latent current leakage path has occurred within the battery itself, resulting in a partial depletion of the battery.

Event description:
It was reported that the patient experienced a syncopal event and was hospitalized. When this implantable cardioverter defibrillator (ICD) was attempted to be interrogated no connection could be made. Technical services (ts) reviewed the device data from latitude, however, it was noted that the device was not found since october 25th, 2021. Multiple programmers were used to try to interrogate the device without success and magnet application did not result in any device response such as an audible beeping. Device replacement was recommended as there is no information if therapy is available. The ICD was successfully explanted and replaced. The patient was discharged and there were no additional adverse patient effects. The product is expected to be returned for analysis. The device was returned for analysis.